Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the third party service center, where the device was investigated, alleging visualization of particles in the air path. The device was scrapped. The finding was further described as "preserved/black foam". There was also an error code: error 106: heated tube max temperature. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.